Event description:
Information received indicates product insertion was difficult resulting in a 10-15 minute delay to convert the patient to ECMO support. Inspection of the transition area between the introducer and the cannula body appeared uneven (a step or edge was present) that hindered placement of the unit. The cannula was changed for another during the procedure with no patient complication reported.

Manufacturer narrative:
H3 analysis: product evaluation confirms the reason for return. Device inspection shows the transition area between the accessory introducer and the cannula body is not smooth (an edge is noted) that gives the appearance of a step from the cannula to introducer, as reported by the user. Visual exam shows no obvious sign of product damage detected and no blood residue is seen. Product labeling contains sufficient instructions for the user, including product illustrations for the proper use of the device, per its labeled indications. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: no patient event. Reduced device performance occurred and was related to the reported product problem.